Manufacturer narrative:
(B)(4). The exact occurrence date of this event is unknown. Device evaluation: the reported condition was confirmed as failure code 38 during device evaluation. Evaluation was performed onsite by a baxter field service technician. The force sensing resistors (fsrs) were found to be defective. The fsrs were replaced to correct the reported condition. Additional information: a service history review was performed revealing that there were no previous service events related to the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported to baxter mexico that a flogard infusion pump did not work. Upon further investigation by the quality engineer, the reported condition was confirmed as failure code 38. It is unknown at which process step or care area this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information available at this time.